Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted through the the provided 8fr sheath. The customer changed to another manufacturer's 8.5fr sheath, but the iab still could not pass through the sheath. This prolonged the patient's operating time. The iab was removed and noted to be able to pass through the provided sheath outside of the patient. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).